Event description:
It was reported that a novum iq syringe pump had an inoperable keypad. This was observed during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A review of the event history log identified a "detected stuck key" message. During functional keypad testing, the keys on the keypad were not working properly; there were no responses when depressed, double responses, and a response when touched and not actually depressed. A functional in-lab front panel was installed and device was re-tested; the original keypad was found to be defective. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was the defective keypad. The front cover assembly would be replaced to resolve this event. Should additional relevant information become available, a supplemental report will be submitted.